Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported difficulties and patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. It is possible that interaction with the moderately calcified, mildly tortuous and 90% stenosed lesion contributed to the reported stent dislodgement; however, this cannot be confirmed. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous subclavian artery that is 90% stenosed. An unspecified .035 guidewire was placed and a 8.0x19mm omnilink elite stent delivery system was attempted to be advanced along the guide wire; however, the stent dislodged in the brachial artery. A 4mm unspecified balloon was used to implant the omnilink stent in place and another omnilink was used to treat the subclavian artery. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.